Event description:
Electrical issues were reported relative to the subject pacemaker. During a follow up on (B)(6) 2012 pacing failure and an increased output were noted, on (B)(6) 2012 threshold fluctuation was observed. The pacing system was explanted and replaced on (B)(6) 2012 due to due lead dislodgement suspect.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.